Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, the insulin pump was messed up after the device was taken off her for. Customer stated his bolus amount was coming up to 0. Customer was assisted with setting up bolus. Bolus wizard estimated 8.5 units. Customer believes she might have forgotten to input the carbohydrates. No further info reported.